Event description:
IV tubing roller clamps cause either rapid or no flow infusion. Unable to regulate the flow. Materials mgmt contacted the company rep in 2008 about this issue. The hospital pulled all of these primary IV sets with this lot number. One of the lot number products is available. No harm came to the pt. The rn reporting indicated that this was not an isolated event, unfortunately, the IV sets used that were reported as failing were not saved for analysis.